Event description:
A pharmacy reported a complaint of imprecise sequential readings on a customer's freestyle freedom blood glucose meter. Readings of 342 and 56 mg/dl were obtained within a ten-minute timeframe. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been returned and upon investigation the complaint could not be reproduced. However, valid blood glucose test results obtained from the same adc meter, performed in accordance to instructions for use and taken within ten minutes which when plotted on a parkes error grid or leroux neonatal grid, using the mean of the sequential values as a reference, fall into the c zone are considered clinically significant.